Manufacturer narrative:
During a coil embolization procedure of an internal carotid-posterior communicating artery aneurysm, the distal tip of the deltaplush introducer (cpl100203-30/c14358) was damaged and compressed and information received from product analysis revealed that the coil was damaged. The reported introducer damage was noted after seating into the hub of the unknown microcatheter. The device was replaced for a new one without any patient injury or complications. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. It was reported that the device had been stored and used as per the instructions for use (IFU). Vascular access had been obtained via the right femoral artery. The introducer sheath of the deltaplush was inserted through an unspecified y-connector without difficulty, and the introducer tip was seated into the hub of the excelsior sl10 microcatheter. There was an attempt to advance the coil out of the introducer into the mc hub/ shaft; however the coil was ¿stuck¿ in the introducer sheath and no portion of the coil was exposed out of the distal tip of the introducer sheath. The deltaplush was withdrawn from the hub of the microcatheter and the physician found that the distal tip of the introducer sheath was damaged and compressed. The deltaplush was replaced with a new one (cpl 100203-30), and the procedure was successfully completed without any further issues. Product analysis of the returned device revealed that the proximal end of the coil was compressed and buckled. The device was received for analysis. The proximal end of the coil has compression and buckling damage. The coils socket ring has been pushed down inside the outer sheath. The introducer sheath has been split lengthwise for a length of 96.0 centimeters off of the locking mechanism. The green introducer was returned severely kinked in two sections. If this damage occurred prior to use the coil would not have been able to have been retracted through these two sections and would have been severely damaged; therefore, procedural or post procedural handling appears to be a contributing factor. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with a portion of the introducer sheath protruding through the proximal end of the fracture. The damaged edges have been raised above the surface plane. The most likely contributing factor to the green introducer damage was due to handling after the coil was retracted from these damaged sections after being removed from the packaging. There is no indication that this damage occurred at the manufacturing facility; however where and how this damage occurred cannot be determined. There are two potential contributing factors to the coils inability to be advanced out of the introducer into the microcatheter. These contributing factors may have worked separately or in tandem with each producing similar results. The primary contributing factor may have occurred when the microcoil system was first unlocked for use if the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool can become embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action will produce significant resistance resulting in damage to the coil and will prevent the coil from advancing into the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines to ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿. This is also shown diagrammatically in figure 3 of the IFU. It is further cautioned that if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm). In addition, without the return of the sl-10 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the reported event. The secondary possible contributing factor to the inability to advance the coil inside the microcatheter may have been due to the two severely kinked and compressed sections of the green introducer. The coil would have had to have been retracted from the green introducer prior to advancing the coil through this section or the coil would have been unable to move and would have been severely damaged at the distal section. The circumstances of how and where this damage occurred cannot be determined; however, there is no indication that it is manufacturing related. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the reported event or damages noted on the returned system. Although a definitive conclusion cannot be made, based on the analysis it appears that procedural factors addressed in the instructions for use related to the unsheathing/advancement process may have contributed to the event and damages noted on the returned device. Therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
During a coil embolization procedure of an internal carotid-posterior communicating artery aneurysm, the distal tip of the deltaplush introducer (cpl100203-30/c14358) was damaged and compressed and information received from product analysis on (B)(4) 2013 revealed that the coil was damaged. The damage was noted after seating into the hub of the unknown microcatheter. The device was replaced for a new one without any patient injury or complications. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. It was reported that the device had been stored and used as per the instructions for use (IFU). Vascular access had been obtained via the right femoral artery. The introducer sheath of the deltaplush was inserted through an unspecified y-connector without difficulty, and the introducer tip was seated into the hub of the excelsior sl10 microcatheter. There was an attempt to advance the coil out of the introducer into the mc hub/ shaft; however the coil was ¿stuck¿ in the introducer sheath and no portion of the coil was exposed out of the distal tip of the introducer sheath. The deltaplush was withdrawn from the hub of the microcatheter and the physician found that the distal tip of the introducer sheath was damaged and compressed. The deltaplush was replaced with a new one (cpl 100203-30), and the procedure was successfully completed without any further issues. Product analysis revealed that the proximal end of the coil was compressed and buckled.